Event description:
Nurse went to suction babies mouth & noticed tip of catheter was not flat but pointed & sharp. Catheter not used. Baby was then suctioned with new catheter no adverse occurrance - to newborn.